Event description:
Received three laser applications from candela corporation's vbeam perfecta device, which has a laser wavelength of 595 nm. The targeted spot, a benign pigmented brown spot, was near my right eye. I received laser applications in 2023 only, once per month for three months: (B)(6). After the third application, I started to see vitreous eye floaters. I also experienced sharp facial nerve pain on the right side of my face only in (B)(6), but it went into remission. In (B)(6), the facial nerve pain on the right side of the face only returned. On (B)(6), I was diagnosed with trigeminal neuralgia. Based on timing and health history (otherwise fine until this year), I would like to flag this device to the FDA because I think my adverse health reactions are related to the light energy that penetrated my skin near my right eye. This was a cosmetic procedure only. I was told it was non-invasive, and the waiver I signed was around potential minor discomfort and no guarantee that the pigmented legion would lighten or look better in appearance. The pain and impact to my quality of life is far worse than what I agreed to.